Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced chest pain. The right ventricular (rv) lead exhibited high and increasing thresholds. The implantable pulse generator (ipg) exhibited invalid data via the cardiac compass and the right atrial (ra) lead exhibited far field r-wave (ffrw) oversensing. The implantable pulse generator (ipg) system remains in use. No further patient complications have been reported as a result of this event.